Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressures matched the pressures from the right heart catheter and the sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be conclusively confirmed at this time as a calibration was not performed. As reported, the sensor was found to be matching with pa catheter. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.94-mhz, and 33.32-mhz during the review of the applicable reading(s). A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.